Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced hypotension and was not responsive. An effusion was found. The patient underwent a pericardiocentesis and 500cc of fluid were drained. The patient remained intubated but was in a stable condition. The case was aborted while the patient was under general anesthesia. Additional hospitalization was required. No further patient complications have been reported as a result of this event.